Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No interventions were taken. There were no consequences to the patient. The patient will continue to be monitored.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No interventions were taken. The patient condition unknown.

Manufacturer narrative:
Additional information: a4, b5 and h6.

Event description:
New information noted that programming changes were made to the implantable cardioverter defibrillator. Patient condition was stable.